Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the scheduled hemodialysis session, liquid was leaking from the lumens union (junction of extension tube and bifurcate). There was no luer adapter issue. There was no reported patient outcome.